Manufacturer narrative:
Device is a combination product. Age at time of event: above 18 years old.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 4.00 x 12 synergy drug-eluting stent was advanced for treatment. However, while entering the catheter it was noted that the shaft got kinked and broke 120cm from the hub. The procedure was completed with a different device. No patient complications were reported.